Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd legacy plus pump where it was reported that during infusion the pump had under-delivered and alarmed for no disposable clamp tubing (ndct) alarm. The cassette was removed and replaced multiple times, and the pump was powered off and back on twice; but the device could not be restarted. The patient was contacted, and the pump remained powered off at the end of the call. The medication was programmed at a rate of 2.2 ml per hour, the remaining volume was 94.13 ml, and volume given was 6.45 ml. This is a high-priority alarm that may result in an interruption of therapy and posing a potential risk to the patient. There was patient involvement, and no patient harm reported.